Event description:
It was reported that no audio output occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. On (B)(6) 2023, the patient experienced no continuous glucose monitor (cgm) alerts on her phone. The event occurred 3 days after sensor insertion on the arm. The patient went to bed and during the night the sensor fell off, however the patient did not receive any alert notification or an alarm. In the morning around 5:00 am her son found her unresponsive to his attempts to wake her up. He checked her blood glucose (bg) with a glucometer and the value was over 600 mg/dl. He called emergency medical service (ems) and she was transported to the hospital where her bg was 1200 mg/dl. Although she remembered few details from the event, she was treated for hyperglycemia, and after her bg level stabilized, she was discharged 4 days later in good condition. At the time of the report, the patient was feeling pretty good. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, loss of consciousness and diabetic ketoacidosis.